Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five inappropriate shock(s) due to an episode of sinus tachycardia. The device accelerated the rhythm to atrial fibrillation (af) with rapid ventricular response (rvr). Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.